Event description:
It was reported that this patient has been hospitalized for the past 4 weeks, due to an unknown illness. This implantable cardioverter defibrillator (ICD) exhibited episodes of anti-tachycardia pacing (atp) which were unable to convert ventricular rhythm, resulting in 2 shocks. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed episodes and provided suggestions for decreasing rate zones (to provide more therapy) and decrease duration (increasing therapy delivery). No additional adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.